Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set was leaked at quick release site. The infusion set was in use for 3 days. No further information available

Manufacturer narrative:
Initial and final MDR 1966611 - device 1 of 4. E1: patient city: (B)(6). Patient country: united states.